Event description:
Had a urolyft procedure at (B)(6) in (B)(6) 2025. Post operation I did not see any improvement in symptoms. Saw another urologist for second opinion. Repeat cystoscopy showed the urolyft staples were exposed and not embedded in the prostate. I now need another procedure to fix the exposed staples and to fix the symptoms of bph.